Event description:
It was reported that during an angioplasty procedure in the common femoral artery, the pta balloon allegedly broke off in the patient when attempted to remove it. It was further reported that the catheter which was stuck inside the patient's body was removed by using a balloon to push the catheter to the side of the sheath to trap it to the wall. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse rx dilatation catheter in two segments was received for evaluation. Upon visual inspection, a circumferential break was noted to the catheter, which consisted of two segments. One segment consisted of the distal end of the catheter and another segment consisted of the remaining proximal end of the catheter shaft and hub. No other anomalies were noted. No functional testing due to the condition of the device. One photo was received and reviewed. The photo shows ultraverse rx dilatation catheter in two segments. One segment with distal end of catheter and the other segment with proximal and of catheter shaft and hub. Therefore, the investigation is confirmed for the reported detachment issue as a circumferential break was noted to the catheter which returned in two segments. However, the investigation is inconclusive for the sheath removal difficulty as no functional testing was performed due to the condition of the device returned. A definitive root cause for the reported detachment and sheath removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: b5, h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon dilatation catheter allegedly broke off in the patient when attempted to remove the balloon catheter. It was further reported that the catheter which was stuck inside the patient's body was removed. There was no reported patient injury.